Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the cause of the difficulty charging and poor coupling was not determined, however the charging connection was much better with the new ins. The patient was 5 feet, 6 inches tall at the time of the issue, and weighed (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding a patient's implantable neurostimulator (ins). It was reported that they've been having difficulty charging their ins lately, noting that they're "barely getting 2 bars" even after repositioning the recharger antenna. Prior to this issue, they said they typically get all 8 coupling bars. During this time, the patient said they typically see a screen on the recharger toward the end of charging their ins that indicates the temperature of the recharger antenna is too hot. The patient confirmed there is no visible damage to the recharger antenna. On (B)(6) 2019, the patient stated they never received the replacement recharger antenna so another one was sent out. Additional information was received from the patient starting they are unable to get full coupling boxes and is only able to get two. They said they received the new equipment and tried to recharge with the manufacturer's representative, but they were still only getting two coupling boxes. The patient was walked through how to use the antenna locate and the patient was still not getting any coupling boxes when they were trying to start a recharging session. Additional information was received from a rep. The rep reported that the ins was replaced due to previously reported issues. No further complications were reported.